Event description:
During a code procedure, intended joules selection ranged from 200 to 360 joules delivery ranged from 3 to 6. During inhouse equipment testing on 3/3/94, equipment functioned as intended with no problems identified. Investigation concludes probability that design of the power selection knob permits user to believe intended joules are selected when the "pointer" is actually 180 degrees from intended location. The recessed "pointer" has a small black dot at the tip; both the recess line and black dot cannot be visualized from a 45 degree angle.